Event description:
Account 1: patient came in for outpatient cardiac catheterization laboratory, and doctor did a consultation for intervention on diagonal branch. Several balloons were used in the vessel. The euphora coronary angioplasty balloon catheter was inflated in the vessel, when the balloon was attempted to be removed, the balloon and part of the shaft of the balloon were retained in the body. Several attempts to remove the balloon were made in the cardiac catheterization lab. Doctor requested consults from other interventional cardiologist. The balloon remained trapped. Cath lab staff made three (3) attempts to get a cardiovascular surgeon consult, however the registered nurse (rn) did not pass on the requests (delay in care). After cardiovascular surgeon was reached, he came to consult. After the consultation it was determined to take the patient to the hybrid room. Intensive care unit and the operating room (or) were notified. When arriving to the hybrid room, we were told to remain outside until doctor had the opportunity to see the patient, we waited for approx. 45 before doctor arrived (delay in care). Balloon was removed from the coronary artery, however, patient required open heart surgery. Account 2: this is a very rare situation and not a known complication. The coronary lesion was heavily calcified and multiple attempts were made using smaller coronary medtronic nc euphora balloons to expand the lesion prior to the balloon being trapped inside the lesion. The balloon delivery system broke off leaving a piece of the shaft out into the left anterior descending artery (lad). Multiple attempts were made to retrieve the trapped balloon without success. Cardiothoracic surgeon was notified and consulted. Several other interventional cardiologist were also consulted as to best approach moving forward. Decisions were made to move the patient the the hybrid or for a more aggressive attempt to retrieve the wedged balloon and possible move to emergently perform open heart surgery if things deteriorated. The team of interventional cardiologists were able to collaborate and eventually retrieve the foreign object. Post angiographic imaging demonstrated a need to perform coronary artery bypass to the lad and diagonal due to the tight lesion and compromised flow after the multiple attempts to remove the balloon. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, euphora¿ (per site reporter) medtronic is currently investigating the issue. No findings as of (B)(6) 2023

Event description:
Account 1: patient came in for outpatient cardiac catheterization laboratory, and doctor did a consultation for intervention on diagonal branch. Several balloons were used in the vessel. The euphora coronary angioplasty balloon catheter was inflated in the vessel, when the balloon was attempted to be removed, the balloon and part of the shaft of the balloon were retained in the body. Several attempts to remove the balloon were made in the cardiac catheterization lab. Doctor requested consults from other interventional cardiologist. The balloon remained trapped. Cath lab staff made three (3) attempts to get a cardiovascular surgeon consult, however the registered nurse (rn) did not pass on the requests (delay in care). After cardiovascular surgeon was reached, he came to consult. After the consultation it was determined to take the patient to the hybrid room. Intensive care unit and the operating room (or) were notified. When arriving to the hybrid room, we were told to remain outside until doctor had the opportunity to see the patient, we waited for approx. 45 before doctor arrived (delay in care). Balloon was removed from the coronary artery, however, patient required open heart surgery. Account 2: this is a very rare situation and not a known complication. The coronary lesion was heavily calcified and multiple attempts were made using smaller coronary medtronic nc euphora balloons to expand the lesion prior to the balloon being trapped inside the lesion. The balloon delivery system broke off leaving a piece of the shaft out into the left anterior descending artery (lad). Multiple attempts were made to retrieve the trapped balloon without success. Cardiothoracic surgeon was notified and consulted. Several other interventional cardiologist were also consulted as to best approach moving forward. Decisions were made to move the patient the hybrid or for a more aggressive attempt to retrieve the wedged balloon and possible move to emergently perform open heart surgery if things deteriorated. The team of interventional cardiologists were able to collaborate and eventually retrieve the foreign object. Post angiographic imaging demonstrated a need to perform coronary artery bypass to the lad and diagonal due to the tight lesion and compromised flow after the multiple attempts to remove the balloon. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, euphora¿ (per site reporter): medtronic is currently investigating the issue.